Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil v60 standard test bed (stb) in an attempt boot into diagnostic mode and to duplicate reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was not confirmed. Pil found that this touch screen passed all diagnostics testing and resistance measurements were in tolerance. This touch screen functioned as specified in pil testing.

Event description:
Philips received a complaint by the customer on the v60 indicating touch screen issues with the device. The system was not in clinical use; there was no reported harm to patient/user. The manufacturer¿s international service technician could not duplicate the reported issue. The manufacturer¿s international service technician replaced the touch screen preventively. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.